Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, damage was confirmed to the same pin of multiple scopes, so it is possible that communication could not be performed normally and this phenomenon occurred. In addition, the user used the scope connector with foreign matter such as dust, dirt, and chemical residue on the electrical contacts of the scope connector, the connection between the light source and the processor had the same defect, and the processor board had failed. It may have occurred in one of the above. If there is the above defect, the scope communication cannot be performed normally and a scope communication error (b30) will occur. A review of the instruction manual identifies the following verbiage, which may have prevented the phenomenon: "important information - please read before use: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur".

Manufacturer narrative:
An olympus field service engineer evaluated the device on site. The scopes were found to have the same pins with physical damage on the electrical connector. The fse determined the output socket in the complaint device may have a bent pin causing the damage, however this could not be confirmed upon evaluation of the socket. The fse advised returning the device to olympus for further evaluation. This complaint is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the customer was receiving multiple b30 "scope communication" errors with a video system center. It was reported this error was received with multiple scopes. No patient involvement or impact to patient care was reported for this event.